Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited inappropriate measured data. Initial interrogation showed a remaining longevity of less than three months, with a battery voltage of 2.75 v. Upon final measuring of data, the voltage was still 2.75; however, the projected longevity was less than three years. The calculated longevity with the current battery data of 2.75 v, 16 ua and 1.1 kohms was 2.7 to 4 years.